Event description:
Per importer's MDR: potential for injury associated with the arm breaking on a 6599 commode. This event can lead to the device not providing adequate stability/support, and a falling injury can occur.